Manufacturer narrative:
Sample from the patient was requested for investigation.

Event description:
There was an allegation of questionable anti-hcv g2 elecsys results from cobas e411 rack analyzer serial number (b)(40 potentially caused by interference. The (B)(6) result using reagent lot 480402 was (B)(6) . The patient was a blood donor so there was a record of previous(B)(6) results from an abbott analyzer that were considered indeterminate (B)(6) . On (B)(6) 2021, the immunoblot result was undetermined (reactivity against ns3-1 antigen). On (B)(6) 2021, the customer performed an immunoblot assay and the result was (B)(6) . On (B)(6) 2021, a new sample was collected from the patient and the (B)(6) g2 elecsys result using reagent lot 545730 was 0(B)(6) . The (B)(6) results were not reported outside of the laboratory.

Manufacturer narrative:
Sample from the patient was tested as part of the investigation and the customer's non-reactive results were reproduced. An immunoblot and inno-lia blot was performed and the results were negative. The investigation determined the non-reactive result was correct. There was no product problem.